Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample syringe and calibrated the cuvette presence sensor. The customer ran patient samples for troubleshooting purpose and found that the samples had high coefficient of variation and were still imprecise. During the follow-up visits, the cse completed the total service call and replaced the reagent syringe. The customer ran quality controls, which were acceptable. The cse performed calibration and precision testing, which were acceptable. A siemens headquarters support center specialist reviewed the service report and stated that sample syringe or the reagent probe may cause poor auto-dilution and could have contributed to the issue. The cause of the imprecise hcg and prge results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on one patient sample on an advia centaur cp instrument when run neat vs. Diluted. Additionally, imprecise progesterone (prge) results were obtained on a different patient sample when run neat vs. Diluted. The samples were run with multiple dilution factors on the same instrument, resulting different. The results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise hcg and prge results.

Manufacturer narrative:
The initial MDR 2432235-2017-00252 was filed on april 7, 2017. Additional information (04/19/2017): the customer has been repeating progesterone and human chorionic gonadotropin samples, initially resulted above assay range, however, upon dilution recover within the assay range. The customer repeats the samples in triplicates to recover consistent results. The customer also sends the samples to the reference laboratory for confirmation.

Manufacturer narrative:
The initial MDR 2432235-2017-00252 was filed on april 7, 2017. The first supplemental MDR 2432235-2017-00252 _s1 was filed on may 10, 2017. Additional information (05/01/2017): a siemens customer service engineer re-visited the customer site and ran a dilution study protocol. The automatic dilutions for dilution factors 1:5, 1:10 and 1:100 were within acceptable ranges. The issue resolved after the replacement of the sample tips. The customer is comfortable with the system dilutions and is no longer running the patient samples in replicates of three or sending the samples out to the reference laboratory to confirm dilutions.